Manufacturer narrative:
(B) (4).

Event description:
One month after a total hip replacement when the patient tried to use the implantable neurostimulator (ins), the patient had no stimulation sensation. The ins was unresponsive to telemetry attempts by the physician programmer, patient programmer, and recharger. A quick pmr (physician mode recharged) was done, but there was still no telemetry with the physician programmer. They planned to do a 60 minute pmr to determine if the ins was overdischarged. Additional information has been requested, a follow-up report will be sent if additional information becomes available.